Event description:
The reporter states that she felt hyperglycemic and obtained a blood glucose result of "hi" (greater than 600 mg/dl) on the accu-chek advantage meter. Within 10 minutes she was tested on the professional meter with a blood glucose result of 136 mg/dl or 139 mg/dl. She received IV fluid therapy. New system sent to customer and return requested.